Event description:
This lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut approximately 54 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connectors was not returned for analysis. The visual inspection of the returned fragment showed the ligature marks approximately 43 cm proximal to the lead tip. Furthermore, abrasion marks along the lead body were observed. In particular, between 14 cm and 12 cm proximal to the lead tip the inspection revealed a rubbed through insulation. Furthermore the conductor cables to the rv shock coil and the ring electrode were found fractured. These damages can be considered the root cause of the clinical observation. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The deformations of the shock coils and the damaged fixation helix resulted most likely from the extraction procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.